Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance were identified. Attempts were made to obtain the following information. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?

Event description:
It was reported that during a sleeve gastrectomy procedure,after using the echelon stapler, it was not possible to open it using the jaw opening button. The stapler "presented the lock after the fourth shot." There were still two shots to finish the procedure. It presented failure when closed to leave the cavity. No tissue was stuck in the jaw. The material was replaced without damage to the patient and without impacting delays in surgery. There was no delay to procedure, surgery was successfully completed, and there was no patient consequence.